Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 28 mg/dl. The cause of low bg was unknown. The customer received third party assistance from emergency medical technicians (emts), who provided intravenous therapy (IV) of glucose and took the customer to the emergency room to address bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.